Manufacturer narrative:
Internal file number - (B)(4). Device not returning. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The di is unknown because the part and lot number were not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The 3.0 x 28 xience prox referenced is filed under a separate medwatch report #.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 3.0 x 28 mm xience prox stent catheter was used and there was difficulty in removing the stent delivery systems balloon from the stent after implantation. It was also difficult to remove an nc trek balloon catheter that was used for post-dilation because it became caught in the stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.